Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was below the cardiac resynchronization therapy pacemaker's (crt-p) programmed lower rate. The patient was reportedly told to place a magnet over the device if their rate dropped too low. The crt-p remains in use. No further patient complications have been reported as a result of this event.